Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n172906010, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted pump. The pump was programmed to deliver a dose of either 125 or 150 mcg/day. The concentration, lot number, and therapy dates were not provided. The pump's indication for use (IFU) was listed as intractable spasticity. Beginning (B)(6) 2014, the patient experienced a change in therapy effect specified as situations of terrible extreme itching. The patient was itchy to the point where she wanted to rip her skin off. The patient took oral benadryl and benadryl sprays but they did not help. The patient felt better as long as she was in the shower, but the itching returned right away once she was out of the shower. The patient went to the ER (emergency room) and was given a cortisone shot which made everything settle down and stop. In (B)(6) 2015, the patient was given prednisone pills but did not take all of them and saved some for later. Then in (B)(6) 2015, the patient took the remaining pills and the itching went away. Then in (B)(6) 2015, the patient went to the ER again and was given a shot of cortisone. The patient also experienced increased spasticity. The patient took oral baclofen but this did not seem to help. The reporter thought the patient might be too dehydrated, but then questioned if she was experiencing withdrawal. The reporter questioned if it was possible the catheter kinked at times. A healthcare provider did some testing (dye study and CT scan) to see if there was an issue with the pump, but the hcp stated the pump system was fine. The reporter could not remember the specific date of this testing but thought it occurred in year 2013 (prior to itching onset). The pump was then replaced on (B)(6) 2015. Since the replacement, it seemed the patient's spasticity was better controlled than it was with the old pump. There were no medication changes made with the new pump; because of this the reporter believed there was an issue with the old pump. Regarding the status of the event, the situation was resolved. Since pump replacement, the patient was not having the itching. Specific drug information, other medications the patient was taking at the time of the event, and pertinent medical history were not reported. Additional information has been requested, but was not available as of the date of this report.